Event description:
Device malfunction: premature deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that, during a right common iliac artery stenting procedure, the absolute stent prematurely deployed in the common femoral artery. The arteries were extensively diseased and heavily calcified. An ipsilateral retrograde approach was used. Neither a 5 or 6 fr sheath would advance through the vessel and the absolute sds was advanced without a sheath. The stent prematurely deployed in the common femoral artery and was post-dilated with full vessel wall apposition. The procedure was then halted. The prep procedure was done correctly, and the reporter felt this was a disease issue rather than a device malfunction. There was no reported injury and no additional information available.

Manufacturer narrative:
The lot history record was reviewed. There were no non-conforming material reports associated with this lot number.